Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided a supplemental emdr will be submitted. Device evaluated by MFR: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for repair of an umbilical hernia. A perfix plug (device #1) was implanted to repair the hernia defect. On (B)(6) 2007: the patient underwent surgery for a repair of a left inguinal hernia. A perfix plug (device #2) was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair a recurrence of his left inguinal hernia. As a result, the patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain and mental anguish. The attorney alleges pain, disability, hospitalizations, and additional surgery(ies). The patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. The patient has undergone and will likely require in the further other forms of care and medical treatments.